Event description:
On (B)(6), 2010 it was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, at the end of the procedure, the physician was only able to withdraw 5cc's of the 7cc's of water placed into the anchoring balloon. The patient experienced some discomfort during the removal of the prolieve catheter. The physician examined the urethra with a cystoscope after the procedure and found no damage. There were no complications and the patient's condition was reported as fine.